Event description:
The patient told the therapist that she saw sparks and smoke come from the back of the unit, when she was plugging it in to the ac outlet.

Manufacturer narrative:
Failure of solder joint in the power supply unit leading to arcing resulting in slight external flame.